Event description:
Procedure: unknown. Reportedly, the balloon rutpured at some point during the procedure. Pieces of the balloon dropped into the patient's surgical cavity. All the pieces were removed by the surgeon without difficulty. No patient injury reported.